Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered too much medication when programmed for the correct amount. It was supposed to deliver 100 ml of tazobactam over 4 hours at 25 ml/hr and instead it delivered 100 ml in 20 minutes. The event occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.